Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was feeling discomfort around their implantable cardiac monitor (icm) implant. The device was repositioned and remains in use. It was also reported that there was an alert that an electrical reset had occurred. The patient is scheduled to be seen to have the reset cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.